Manufacturer narrative:
There are no indications of any system or component failure. The ipg was replaced out of precaution due to the potential for handling damage while moving the existing ipg. The timline of the reported communication issues suggests that the ipg had initially been implanted appropriately and had later migrated beyond the recommended depth. There are no reports of any specific events that may have contributed to device movement. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back at the location chosen by the patient and physician during a wear study done with nalu. After using the system for some time, the patient reported having difficulty with maintaining communication between the ipg and the external therapy discs. It was determined that the ipg was beyond the recommended depth for optimal communication. The patient also expressed some dissatisfaction with comfort due to the location of the ipg at the belt line. On (B)(6) 2025 a surgical revision was performed to remove the ipg from the original placement, create a new pocket higher and more superficial on the patient's back, and place a new ipg.